Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her insulin pump alarmed with no delivery. She changed the infusion set and insulin and after programming a bolus the pump alarmed with no delivery again. The patient's blood glucose was 420 mg/dl. Troubleshooting was initiated for the no delivery alarm. A prime was performed but insulin did not exit and the no delivery alarm recurred. The same set and reservoir were disconnected then reconnected, and the ensuing prime was successful. The customer treated her high with a syringe and resumed pump therapy. She called again the next day to report that she was hospitalized for a high blood glucose of 482 mg/dl due to no delivery issues with the pump. The customer remained in the hospital for four hours for observation and her blood glucose at the time of release was 136 mg/dl. No products were shipped or returned.